Manufacturer narrative:
(B)(4). Additional information: device manufacture date: november 19, 2015 ¿ november 20, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusion was observed with an infusor device. The reporter stated the infusor was half empty after a week. The infusor was filled with fluoruracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.